Event description:
The customer reported that fluid was dripping from the cartridge chemistry (cc) sample probe of the unicel dxc 600 synchron system. The customer stated that the leak caused quality control (qc) results to recover out of the established ranges. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts instructed the customer to check all fittings to the cc sample syringe and cc sample probe for tightness. The customer indicated that no issues were found. The cts also requested for the customer to check the cc sample syringe for tightness and the customer confirmed that the cc sample syringe was tight.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a cracked tubing from reagent probe a to the a/b valve. The fse proceeded to replace the tubing and verified the repair as per established procedures. Failure mode of the event is attributed to the reagent probe tubing. Beckman coulter internal identifier for this report is (B)(4).